Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the cartridge was filled with 120 units of insulin. A new cartridge was reloaded resolving the issue. Customer's blood glucose level was 95 mg/dl.